Event description:
The manufacturer received information alleging a ventilator required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device failed sensor drift verification during final test. The system pca was replaced to repair the device. Dust and dirt were confirmed in the flow sensor and muffler assembly. Both were replaced. The device passed all tests.